Event description:
It was reported that the pump programmed to infuse heparin for 104 ml/hr instead of the intended rate of 10.4 ml/hr. The pump ran at the faster rate for approx. 1.5 hours before it was noticed. No pt injury resulted. No medical or surgical intervention was required.